Manufacturer narrative:
(B)(4). Date sent: 4/24/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 05/09/2025. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was received unfired, with the reload body damaged on the left edge. No functional test was performed due the condition of the reload. Additionally, the ech60r buttress was received loose. The buttress was received with visible degradation/flaking due to previous exposure, the time out of foil packaging, and the decontamination process, the integrity of the absorbable materials could not be assessed and therefore no further testing could be conducted. It is possible that the damage noted on the returned reload was due to improper handling of the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 06/04/2025. D4: batch #izq1159826. Corrected data: d4 (lot number, UDI), h4. Device history review- a manufacturing record evaluation was performed for the finished device batch number izq1159826, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, it was observed that the plastic part of the reload appeared chipped off. Case was completed with a like device. No patient harm was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 04/04/25. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device gst60b with lot number 245d77; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.